Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced foreign matter on device cannula or any needle fluid path component. This event occurred twice. The following information was provided by the initial reporter. The customer stated: all the teachers in the blood collection group of the hospital found that there were hook needles and white foreign bodies on the bd blood collection needles. And today, white foreign matter needles were found on the needles again, the sample has been contaminated and thrown to the sharp instrument box, the needle with white foreign matter was found after the teacher's puncturing, it didn't guarantee whether there was a foreign matter into the patient's body.